Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
It was reported that the threading of a cup measuring instrument is broken. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: damaged threads. Review of event description: it was reported that the threading of the instrument is damaged. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Further information was requested but was not available. Devices analysis: visual examination: the trial cup was returned for an investigation. There are several signs of usage visible, especially deep scratches on the inner surface close to the threading. Moreover, the threading seems slightly worn. Functional test: a functional test has been performed using an allofit impactor of ref 01.00469.001 lot 10.532012. It could be screwed on the cup measuring instrument without difficulties. Review of product documentation : inspection plan: characteristic no. 2 feature "threading m8x1 with scope of testing: 100%. Means of inspection: "thread plug gauge". Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> as no signs of corrosion can be seen. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the threads of the allofit impactor might have been damaged. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as the threads of the allofit impactor might have been damaged. Conclusion summary: the trial cup, which is reported in this complaint, was returned for an investigation. The threading seems slightly worn. No additional complaints have been reported for this lot number. Additionally the threads of the instrument have been inspected with a scope of 100%. Therefore a manufacturing issue is very unlikely. This trial cup is used in combination with an allofit shell impactor (ref 01.00469.00x), which is screwed on the trial cup. One possible assumption might be that the thread of the allofit shell impactor (ref 01.00469.00x), which was used in this surgery, was damaged. This might have led to a consequent damage of the thread of the returned trial cup. Unfortunately no information could be obtained concerning the ref and lot of the allofit shell impactor which was used in this surgery in combination with the damaged trial cup. A corrective action has been previously implemented for the error pattern: "the thread of the allofit shell impactor is damaged/defect." The possible root causes for this error pattern was found to be a material weakness of the straight design of the allofit shell impactor (ref 01.00469.001) or a missing chamfer at the end of the threads for the straight as well as the curved design (ref 01.00469.001 and 01.00469.002). As no lot of the allofit shell impactor is available, it remains unclear whether the used allofit shell impactor was manufactured prior or after to the implementation of this corrective action (design change in 2013). An exact root cause could not be determined, as no detailed information about the used allofit impactor is available. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).